Event description:
The customer reported via fax that: "a patient underwent a surgical procedure of resection and reconstructive surgery with gmrs prosthesis due to osteosarcoma in 2007. On (B)(6) 2010, the patient underwent an unanticipated revision surgery due to the loosening of the stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Customer refused to return device. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.